Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. Concomitant medical products: product ID 419678 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) less than three years post implant. It was further reported that the left ventricular (lv) lead would not ¿go in¿. The device was explanted and replaced. The lv lead was explanted. No patient complications have been reported as a result of this event.